Event description:
Customer reported he was having issues with the sensor readings. Customer stated the device was alarming he was getting low so he treated for the low. Once customer arrived home he checked blood glucose was about 400 mg/dl and sensor reading was 70 mg/dl. Customer stated sensor reading kept going haywire around the fourth day. Customer was advised about what may cause false highs and lows. Current reading was blood glucose was 230 mg/dl and sensor reading was 85 mg/dl. Troubleshooting was performed. No further information reported.

Manufacturer narrative:
Reliability analysis inspected one opened and used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications due to high readings.